Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are having fill issues when collecting from IV or transferring blood from syringe into tube. The following information was provided by the initial reporter. The customer stated: it was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are having fill issues when collecting from IV or transferring blood from syringe into tube using product # 367880. No issues have been seen with product # 367880. Customer states discard tubes are being used, and they are still unable to fill the tubes to the lowest acceptable amount.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-07-29. H.6. Investigation summary: bd received 100 samples from the customer in support of this complaint. 10 sample tubes were randomly selected and functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Additionally, 10 production lot in-house retention samples from the bd inventory were functionally tested and no issues relating to underfill were observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are having fill issues when collecting from IV or transferring blood from syringe into tube. The following information was provided by the initial reporter. The customer stated: it was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are having fill issues when collecting from IV or transferring blood from syringe into tube using product # 367880. No issues have been seen with product # 367880. Customer states discard tubes are being used, and they are still unable to fill the tubes to the lowest acceptable amount.